Event description:
It was reported that a not for human use (nfhu) system had encountered consistent 32056 errors on armnet 4 and had prompted the user to disable it in order to continue. Troubleshooting first involved attempting to review system logs, but the logs could not be viewed because the system had been disconnected from onsite access. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator. The system was tested and was ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where the agc current test was found to be failing on the pitch searchlight and pitch searchlight flat flex cable (ffc). Once testing was completed, the pitch searchlight and pitch searchlight ffc was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the pitch searchlight and pitch searchlight ffc was found to be the probable root cause of the reported event.